Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging the lead 1- wire in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.